Event description:
The clinic reported that a laser vision correction patient presented with night glare on right eye and right temporal headaches 2 months after treatment date ((B)(6) 2013). Account reported no loss of best corrected visual acuity (bcva). Patient complained that she doesn't feel comfortable driving at night.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.